Event description:
It was reported that on (B)(6) 2026, unknown deposits were observed in the proximal portion of the catheter. The device was reported to be functioning as intended. The catheter had been inserted on (B)(6) 2026 and was subsequently replaced due to the presence of these deposits. Attempts were made to dissolve the reported deposits, described as "clot," using heparin; however, these attempts were unsuccessful, and the catheter was removed. The patient was reported to be doing well, with no signs or symptoms of infection. It was further reported that an intravenous iron replacement complex and a recombinant biologic for the treatment of anemia were administered via the catheter. A catheter lock solution was used to maintain catheter patency and to reduce the risk of catheter-related infections.

Manufacturer narrative:
Continuation of d11: nant biologic for the treatment of anemia were administered via the catheter. A catheter lock solution was used to maintain catheter patency and to reduce the risk of catheter-related infections. (B)(4)